Manufacturer narrative:
The device was returned due to patient developed heart failure and low ejection fraction. As received, the device was with normal output and telemetry communication. Analysis performed including output verification, capture tests, crosstalk, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity. No anomalies were found.

Event description:
It was reported that patient developed heart failure and low ejection fraction from right ventricular (rv) pacing. It was also noted that patient's right ventricular (rv) lead exhibited noise oversensing. The pacemaker and rv lead was explanted and replaced. Ther were no patient consequences.